Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/26/2020. H.6. Investigation: one sample was received for quality investigation. The customers complaint of tubing kinked and not infusing was verified by evaluation of the sample. A kink was observed underneath the drip chamber of the secondary infusion set. This kink cause an occlusion which impeded infusion. A device history record review for model 10014881 lot number 20035022 was performed.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kinking below the drip chamber is the coiling and pouching of the infusion set before the solvent between the drip chamber and tubing is allowed to dry causing for the tubing walls to be glued together causing for the occlusion and difficulty of infusion. H3 other text : see h.10.

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced kinked tubing. The following information was provided by the initial reporter: complaint 3 of 3: material no: 10014881; batch no: 20035022. (B)(6). A secondary tubing (bd smartsite low sorbing secondary set ref ID (B)(4) ¿ lot number 10 20035022 was found to have a kink and would not infuse. The set is contaminated with cytotoxic hazardous drugs, however is available for shipping if arrangements can be made. There was no direct patient harm in either of these three instances.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced kinked tubing. The following information was provided by the initial reporter: complaint 3 of 3. Material no: 10014881, batch no: 20035022. Friday, october 2. A secondary tubing (bd smartsite low sorbing secondary set ref ID 10014881 ¿ lot number 10 20035022 was found to have a kink and would not infuse. The set is contaminated with cytotoxic hazardous drugs, however is available for shipping if arrangements can be made. There was no direct patient harm in either of these three instances.